Manufacturer narrative:
(B)(4). Lens was partially delivered into the eye and not fully implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the plunger started to push the intraocular lens (iol) out of the cartridge, into the patient's eye, the lens came partially out and the plunger overrode the lens. The lens stayed on the tip of the cartridge and was not fully delivered into the patient's eye. The doctor retracted the plunger and removed the cartridge from the eye and the iol was also removed from the eye and remained on the tip of the cartridge. There was no injury to the patient.

Manufacturer narrative:
The complaint sample was lost or never sent to the manufacturer so evaluation could not be performed. Therefore, the complaint could not be verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The lens met specification prior to release. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.